Event description:
Bs ECG signals disappeared in the middle of a cae. Advised that the ECG patches & cable were changed with no effect, and signals only returned when power turned off to com unit. The piu led showed it was working fine and no errors displayed on the ws. This is not indicative of a reportable event. The case was aborted and rescheduled to a later date. There was no full anesthesia required. The patient suffered psychological damage.

Manufacturer narrative:
(B)(4).